Manufacturer narrative:
The reported event of noise and inappropriate shock was confirmed. The stored egms were reviewed, and noise was observed on the ventricular channel. Due to the noise, the device delivered inappropriate high voltage therapy. The device¿s sensing was tested on the bench, and no noise was observed. Other device functions, including pacing, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and they were normal. A longevity calculation was performed, and the device¿s expected longevity performance was normal. The cause of noise could not be determined.

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shocks. Upon interrogation of the device, lead noise was observed. The device was explanted and replaced. The patient was stable.